Event description:
The company received a report where it was claimed the cuff developed a tear/split during patient use. Extubation and reintubation of a replacement tube was required. This report is the third report associated to MFR# 2936999-2011-00664.

Manufacturer narrative:
No sample available for investigation.